Event description:
Ous MDR - this patient presented to the hospital with syncope. Thresholds were up to 2.5v with normal impedances. The decision was made to reposition the lead which produced excellent values. This pacemaker was reconnected and re-implanted. Impedance values for both bipolar and unipolar showed > 2500 ohm. The pocket was reopened and the connection checked. The lead was completely inserted and fixed. The lead was then disconnected and then reconnected with the same result. The physician checked the lead by pulling on it. Thresholds were > 7.5v. This pacemaker was replaced and all the values were acceptable. The patient was checked, again, 10 days later and values were still acceptable.

Manufacturer narrative:
Upon receipt, the header of the device was mechanically analysed revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Subsequently the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.